Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, there were no anomalies observed on the connector pin. All electrical testing was within specified parameters. (B)(4).

Event description:
It was reported that approximately three days post implant the implantable pacing lead (ipl) exhibited high threshold. During the lead revision procedure the ipl encountered connection and/or set screw issue with the implantable pulse generator (ipg); after screwing, the lead is not held in the connector. The ipg and the ipl were explanted and replaced. No patient complications have been reported as a result of this event.